Event description:
It was reported the failure to advance within the vasculature occurred. The femoral vascular anatomy was moderately tortuous with severe calcification. Vascular access was obtained via a transfemoral approach. Peripheral angioplasty was performed due to femoral restenosis. A 14f isleeve introducer sheath was inserted into the femoral artery, however, the physician was unable to advance through the vasculature due to the calcification. Shockwave was performed without success at further advancing the 14f isleeve introducer sheath. The 14f isleeve introducer sheath was removed and damage to the sheath was noted. The procedure was completed with a new 14f isleeve introducer sheath. No patient complications were reported.